Event description:
During operative procedure, the medtronic trial inserter broke inside the patient. We were able to retrieve all pieces. X-ray was taken at end of procedure per hospital policy. X-ray read negative and the physicians were made aware of results. The instrument was given to a materials coordinator.what was the original intended procedure?l5-s1 radical anterior discectomy with l5-s1 anterior arthrodesis, l5-s1 anterior cage placement and l5-s1 anterior plating.